Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu (serial #: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 538 days (B)(6) 2017 ¿ (B)(6) 2019 per time stamp). No external power alarms and low voltage hazard alarms were active on (B)(6) 2017 at 03:13:57, (B)(6) 2017 between 15:17:57 ¿ 18:12:24, (B)(6) 2017 between 13:40:51 ¿ 13:40:52, (B)(6) 2017 at 14:35:13, (B)(6) 2019 at 14:40:40, and on (B)(6) 2019 between 17:37:53 ¿ 17:38:18. The emergency backup battery provided power to the system during these events. The device history records were reviewed and the mpu was shipped to the customer with a hmii mpu ac power cord (part number: 107760). It is unknown if a v-lock cable was in use during the no external power events. The root cause for the no external power alarms was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device cannot be calculated at this time. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (b)(9) 2018. It was reported that the patient reported noticing ¿replace system controller¿ and occasional ¿low voltage advisory¿ events. The patient stated taking too long to untangle the wires and connect to battery but cannot definitely say the case for each event. The manufacturing¿s technical service representative reviewed the log file and observed lcd faults on (B)(6) 2019 which self-corrected requiring no further action. No external power/low voltage hazard events on (B)(6) 2019 were observed and was caused by the mobile power unit (mpu) power cord coming loose from the mpu, ac wall outlet, or house power disruption.